Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise with oversensing pacing inhibition with greater than two seconds of asystole. It was noted that r-waves were 3.3 mv and it was programmed to 1.5mv. The patient was experiencing lightheadedness. The pacemaker was explanted, the right ventricular (rv) lead was surgically abandoned, and a new pacemaker system was successfully implanted. No additional adverse patient effects were reported.